Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that storage space failed. The field service engineer (fse) re-seated all drawer connections and tested the drawers using the hardware application. Upon inspection, the drawer railings were found to be wobbly. A replacement drawer was field-sourced and installed. New inserts were left with the customer, and the drawer was tested to confirm proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had a drawer was broken and failed to recover. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.